Manufacturer narrative:
There was no patient injury involved in this incident. The device history record confirms that the product passed and met all requirements before releasing. This event is an aro (accidental radiation occurrence) because of the alleged complaint of unintended discharge of laser energy. Therefore, this event is only reportable in the us.

Event description:
The device's handpiece had allegedly discharged energy after the trigger button was released.